Event description:
Drive medical was notified of an incident involving a transport wheelchair by the end user's spouse who reported the chair frame broke during use, the end user fell and received a laceration on his head requiring four stitches and an overnight stay in the hospital. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.